Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved. An ncr was identified to be related to the balloon work order number, however after testing, all devices passed and the entire lot was released. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Additionally, as part of the manufacturing process, all the units go through a balloon inflation process.

Event description:
As reported, while checking before inserting this swan ganz catheter into the body, the balloon was unable to be inflated. The issue was solved replacing the device. There was no allegation of patient injury. The device was available for evaluation. As per product evaluation the ruptured edges did not appear to match at the ruptured location.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. One swan ganz catheter was received by our product evaluation laboratory for a full examination. As received, the balloon was found to be ruptured and distal ruptured edge was inverted to distal side. After proximal ruptured edge was returned to original position, the ruptured edges did not appear to match at the ruptured location. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. See specification table." Through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body. Evaluation results revealed that reported issue was confirmed. Further investigation will be completed by the engineers on the manufacturing site and a supplemental report will be forthcoming with the evaluation results.